Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that during the procedure, the surgeon found that the open-end flexi-tip ureteral catheter was broken. There were no injuries or additional procedures, and no pieces of the device were left in the patient.